Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery and motor error during prime. The blood glucose at the time of the incident was 12.6 mmol/l; treated with manual injections. The customer stated that he removed the reservoir and tried to manually prime, but there was strong resistance when pushing the plunger. The customer pushed the plunger so hard that the reservoir got damaged and he had to use a new one. The alarm history showed a motor error on (B)(6) 2013 and no delivery alarms and motor error alarms the day of the call. Troubleshooting was performed and the customer was able to prime without an alarm after disconnecting and reconnecting the reservoir and tubing. The device will not be returned for analysis.